Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2012, the computed tomography (CT) determined a type ii endoleak originating from the a lumbar artery. On (B)(6) 2012, the pt underwent coil embolization for the type ii endoleak. A CT post embolization showed a stable aneurysm sac with artifact from the coils. The pt tolerated the procedure.